Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced fluctuating glucose with a low followed by a high and another low, including a documented low of 43 mg/dl lasting about 45 minutes and a high of 254 mg/dl lasting about 2 hours, while using oral carbohydrates for treatment and receiving device alerts. Symptoms included fatigue and frustration. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included review of user-reported glucose trends, device alerts, and user treatment practices, along with troubleshooting and education on hypoglycemia treatment and proper announcements. Investigation of this case revealed no device malfunction and suggested that rapid, repeated carbohydrate intake before the recommended 15-minute interval and possible sensitivity to insulin could contribute to rebound hyperglycemia and subsequent variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.